Event description:
It was reported that the pin on the tip of the instrument came off during use. The pin could not be found. Although the x-rays did not confirm, the possibility that the pin remained in the body can not be ruled out.

Manufacturer narrative:
(B)(4): the submitted pictures appear to show dynamic jaw pin missing. No tip cracking, breakage, or material damage is evident in the submitted pictures. Without the device, we are unable to determine the cause of the event.